Event description:
User facility mandatory medwatch received that stated: "when removing the paper that holds the extra length to the arterial line portion of the triple set transducer, the tubing split in half." Upon further query the following info was provided that indicated a leak below the transducer; subsequently, blood loss was noted. After an unspecified length of time in use, the customer contact reported leakage was noted from an unspecified location. It was reported that "a few drops of blood was lost." The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pts effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.